Event description:
It was reported that there was a systemic infection. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead implanted: (B)(6) 2011, 5076 implantable pacing lead implanted: (B)(6) 2006, 4194 I mplantable pacing lead implanted: (B)(6) 2006. (B)(4).